Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an 840 ventilator generated a screen block and a gui (graphical user interface) touch test error code and the ventilator became inoperable. There was no patient involvement at the time of the reported issue.